Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an unknown product problem. This lead remains in the patient. No additional adverse patient effects were reported.